Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator flow sensor error alarm occurred. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.